Manufacturer narrative:
Device is a combination product.

Event description:
It was reported a patient death had occurred. A percutaneous coronary intervention procedure was being performed in the right coronary artery. There was an occlusion in the middle portion of the artery and a dissection in the proximal portion of the artery. One stent was placed to treat the dissection and another was needed to treat the rest of the artery. With the proximal stent being placed in addition to the tortuosity of the vessel, the two synergy drug eluting stents (2.5mm x 38mm and 3mm x 38mm) could not pass through the existing stent and subsequently, the end of the stents were crushed. The procedure was completed with different sized synergy stents to cover the entire right coronary artery, however, the patient died due to other circumstances.